Manufacturer narrative:
Exact date unknown, event occured past few months.

Event description:
It was reported that the patients pain had increased and worsened with movements. It was also reported that the ipg would not hold a charge. The physician replaced the ipg with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned.